Event description:
It was reported that during a da vinci si radical hysterectomy procedure the prograsp forceps instrument stopped functioning (went loose in the jaws). The staff removed and reinserted the instrument and the issue recurred. The staff inspected the instrument, rotated the discs on the housing, and discovered the jaws/tip acted strange, it was very loose. The staff suspected possibly a loose wire. The instrument was replaced with a backup instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch down cable was broken at the distal clevis hub. The cable segment that contained the crimp was missing. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.